Manufacturer narrative:
A visual evaluation found that the flange used to open the feeding port had torn partially from the feeding port cap. The tear was jagged. The side of the flange was still attached to the cap, but the material between the sides had been torn apart. The returned unit was consistent with the complaint incident that part of the connecting tab had come off. During the evaluation the feeding port cap flange was found to be torn. It appears that due to repeated use and how the flange was handled during use caused it to tear partially. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 13056221 and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 13056221. (B)(4).

Event description:
It was reported to boston scientific corporation that a continuous right angle feeding adaptor was used for dosing of nutritional supplement. According to the complainant, post procedure four months after placement, the feeding tube cap detached. The patient will receive a new continous right angle feeding adaptor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a continuous right angle feeding adaptor was used for dosing of nutritional supplement. According to the complainant, post procedure four months after placement, the feeding tube cap detached. The patient will receive a new continous right angle feeding adaptor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)